Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) lead would not fully extend and it took extra turns to retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.